Event description:
The user's hearing performance with the device is affected. The user_s hearing was badly damaged in a car accident and so she was implanted with a cochlear implant in 2023. She has had good hearing benefit since then and her hearing development has progressed normally. Lately, the user has complained that she has no hearing sensation any longer. The battery of her audio processor was changed, but this did not resolve the issue. No change in medication, no significant medical history and no redness or swelling were noticed. The wound healed completely. Further there was no infection and no pain around the implant. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user was reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Further technical checks are considered.